Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported showing interference on screen during sedation device inside patient for colonoscopy diagnostic type procedure involving an olympus colonovideoscope. The procedure was completed with the same device. There was no patient injury reported.